Manufacturer narrative:
This report was initially submitted following notification by a customer in the netherlands regarding a false negative cefoxitin screen (oxfs) result for staphyloccus aureus patient isolates while using the vitek® 2 ast-p657 test kit (reference # 422072 lot # 8071016403). It was noted that the customer used young culture for the initial tests of the nose/throat and wound cultures. The repeat tests (~1 week later) were from cultures of ~18 hours which is within the recommended age of culture. In addition, the customer cleans their dispensette with alcohol which can lead to poor growth in the vitek® 2 card (false negative results) and lead to misidentifications. Biomérieux investigation was conducted. Organism identification was confirmed to staphylococcus aureus via vitek 2 gp ID test kit (ref. 21342, lot 2420864203) for both patient strains (nose/throat and wound). Ast testing included the following: · pcr meca/mecc was mrsa positive for all strains. · agar dilution (ad), the reference method used for oxacillin development (formulation ox101n) on ast-p657 card, obtained ox mic = 2 mg/l (susceptible) for all strains. · kirby-bauer cefoxitin (fox kb), the reference method used for vitek 2 cefoxitin screen test obtained zone diameters of 17.5mm, 17mm and 16.5mm (all resistant) for strains s1, s2 and s3, respectively. · vitek 2 ast-p657 test kit (customer lot and random lot): ox mics of <=0.25 mg/l and 0.5 mg/l (both susceptible) and oxsf negative test results were obtained, with "acquired penicillinase" phenotype, on both lots tested. These ox values are essential agreement errors compared to the reference ad mic without any category error. The negative oxsf tests are not correlated with the disc diffusion results (fox kb). The study of the growth in the oxsf wells demonstrates little to no growth by 18 hours in the wells, explaining the negative results. This is atypical for a mrsa strain. Growth in the pc well can also be considered as atypical due to the growth profile. Ast-p657 lot #8071016403 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against the lot. Ncmrs were reviewed for the last 13 months (13aug18-13sep19). No ncmrs were written for the ast-p657 card. Conclusion: - the customer's false negative oxsf test results are reproduced on ast-p657 card. - the non-detection of the "modification of pbp (meca)" phenotype is due to false negative oxsf results. - those negative oxsf tests results are explained by little to no growth at 18 hrs in the oxsf wells.

Event description:
A customer in the netherlands notified biomérieux of obtaining a (B)(6) cefoxitin screen (oxfs) for a staphylococcus aureus patient isolate while using the vitek® 2 ast-p657 test kit (reference # 422072 lot # 8071016403). It was noted that the customer used young culture for the initial tests of the nose/throat and wound cultures. The repeat tests (~1 week later) were ~18 hours which is within the recommended age of culture. In addition, the customer cleans their dispensette with alcohol which can lead to poor growth in the vitek® 2 card (false negative results) and lead to misidentifications. The customer responded that they are aware of these instructions about the age of the culture but take the risk in order to report the results sooner. They also admitted to knowing about the correct decontamination procedure of the saline. The customer was instructed to repeat testing of the nose/throat culture and the wound culture with fresh saline and culture that was 24 hours old to determine if the discrepancy would be repeated. Nose/throat culture: initial test: (~ 6 hour culture): (B)(6) cefoxitin screen, oxacillin susceptible forced to (B)(6) by advanced expert system¿ (aes) ((B)(6)). Repeat test (1 week later, ~18 hour culture): (B)(6) cefoxitin screen. Expected result: (B)(6) cefoxitin screen. Alternate tests: pbp2a: (B)(6). Bdmax mrsa: (B)(6). Cefoxitin disk diffusion: (B)(6). Pcr: (B)(6). Repeat test results (24 hour culture and fresh saline): (B)(6) cefoxitin screen, oxacillin susceptible ((B)(6)). Wound culture: initial test: (~ 6 hour culture): (B)(6) cefoxitin screen, oxacillin susceptible ((B)(6)). Repeat test (1 week later, ~18 hour culture): (B)(6) cefoxitin screen. Expected result: (B)(6) cefoxitin screen. Alternate tests: pbp2a (B)(6), bdmax mrsa: (B)(6), cefoxitin disk diffusion: (B)(6), pcr: (B)(6). Repeat test results (24 hour culture and fresh saline): (B)(6) cefoxitin screen forced to (B)(4) by advanced expert system¿ (aes), oxacillin resistant ((B)(6)). Mrsa was correctly identified for the wound strain. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Customer noted that no wrong results were reported because the patient tested (B)(6) for mrsa in the first screening. The (B)(6) cefoxitin screen result was reproduced for the nose/throat culture. A biomérieux internal investigation will be initiated.